Manufacturer narrative:
Follow up report 003 ref natus complaint# (B)(4). Customer confirmed via returned questionnaire that the affected cart would not be available for return for evaluation, therefore unable to determine root cause of failure. Complaint details were reviewed by natus engineering who recommended adding another 3-function caster instead of a standard locking caster. Request has been escalated and currently in progress. Pages 2-6 and 2-12 in the natus ergojust ltm and ergojust ICU cart instructions for use document provides specific instructions on the multiple locking positions of the cart's wheels and how the cart should be properly transported. Further review of investigation details to be carried out.

Event description:
Ip ptz hd ergojust video extension. Injury from eeg cart. It was reported one staff on wcb claim and undergoing treatment as a result of the carts are heavy to push. The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.

Manufacturer narrative:
Follow up report 002 ref natus complaint (B)(4). Correction to section d4 UDI = (B)(4). Updated sections a3a, a6. The completed questionnaire also noted the following: the employee hurt her lower and upper back with maneuvering of the equipment. This employee is currently on wcb for the injury and is receiving physiotherapy on an ongoing treatment. The employee was pushing the equipment and maneuvering it around corners and into position in the treatment rooms. It is all the carts she cannot push as they all have the same casters and setup the same way. It is difficult to return the equipment as it is all setup. A photo was provided of the device. Further investigation to be carried out.

Event description:
Ip ptz hd ergojust video extension. Injury from eeg cart. It was reported one staff on wcb claim and undergoing treatment as a result of the carts are heavy to push. The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.

Manufacturer narrative:
Follow up report 004 ref natus complaint# (B)(4). The failure was not confirmed as the affected product was not returned for evaluation. The complaint case is now closed. Engineering change order - eco# (B)(4) was generated to address this further and notes the following: the casters are all currently on the cart and are interchangeable as locking casters. Changing to two directional locking casters instead of one will make the cart easier to push around corners. No change to how the cart functions or the iec 60601 sliding test as all the caster still lock. Implementation notes: plan to order extra directional locking casters to be able to replace a standard locking caster with a directional locking caster for carts.

Event description:
Ip ptz hd ergojust video extension. Injury from eeg cart. It was reported one staff on wcb claim and undergoing treatment as a result of the carts are heavy to push. The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.

Manufacturer narrative:
Follow up report 001 ref natus (B)(4). (B)(6) 2024 -the customer reported the staff members involved are undergoing medical treatment as result of their injuries. Technical service has requested the customer to return the completed questionnaire. Device history record was reviewed and no related faults/issue found. Further investigation to be carried out.

Event description:
Ip ptz hd ergojust video extension. Injury from eeg cart. It was reported one staff on wcb claim and undergoing treatment as a result of the carts are heavy to push. The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.

Manufacturer narrative:
Initial report ref natus complaint (B)(4) the customer states they are still experiencing issues with the staff and mobility of the carts. They are looking for better casters for these carts. Install date: 13 apr 2023 a questionnaire was sent to the customer. Tpi-4026 created for engineering investigation. Risk review: per doc (B)(4) rev 69 xltek eeg/psg risk analysis spreadsheet hazard ID - 6.6 ergonomic design of system results in repetitive stress injury.. Effects (harm) range from clinically insignificant to irreversible injury resulting from direct physical injury. The hazards identified have been reduced as far as possible, and the residual risk for these hazards are categorized as having an rba rating of low due to the nature of the hazard. Hazards have associated warnings disclosed in the IFU. Risk outweighed by benefit of use of device. No related capas. Device history record to be reviewed and further investigation to be carried out.

Event description:
Ip ptz hd ergojust video extension. Injury from eeg cart. It was reported one staff on wcb claim and undergoing treatment as a result of the carts are heavy to push. The staff find the carts are heavy to push and find themselves getting sore backs after pushing them around for about a week.